Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the vena cava wall and to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient had inflammation around the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week later, computed tomography revealed a vena cava filter. Approximately five years and nine months later, the patient presented with abdominal pain. Approximately three years and six months later, computed tomography revealed inferior vena cava filter was in place below the level of the renal veins. There was no measurable tilting of the device. However, the proximal end was bent posteriorly by 35 degrees. The distal anchoring struts extended beyond the vessel wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2011. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the vena cava wall and to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient had inflammation around the filter. The current status of the patient is unknown.